Event description:
It was reported that a malfunction occurred on a pump, identified by the code malf 6. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to monitor the situation and contact support if the issue happened again, which they acknowledged and understood.